Event description:
It was reported that this left bundle branch (lbb) placed left ventricular (lv) lead was suspected to be non-functional due to possible loss of capture (loc). Technical services (ts) was consulted and upon review of the presenting electrogram (egm) not enough evidence was found to determine whether capture was present. In addition, oversensing of the right atrial (ra) channel was noted. Ts stated that due to the lead lbb placement, sensing programming was limited. Further in clinic evaluation was recommended. Additional information was provided stating that the lv loss of capture (loc) was related to a suspected twiddlers syndrome. In addition, it was indicated that the physician tried to reposition the lead; however, it was stated that the lead helix retracted. As there was no lv capture and the patient did not experience adverse effects in result of this, it was decided to keep the device pacing only on the right ventricular (rv) lead. This left ventricular (lv) lead remains in service. No adverse patient effects were reported. Further information was provided clarifying that this left ventricular (lv) lead was not repositioned. The repositioning and helix retraction was related to a previous lv lead the patient had and it was explanted on a previous procedure. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined implant instructions were adequate. The manual was unlikely to be the cause of the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Event description:
It was reported that this left bundle branch (lbb) placed left ventricular (lv) lead was suspected to be non-functional due to possible loss of capture (loc). Technical services (ts) was consulted and upon review of the presenting electrogram (egm) not enough evidence was found to determine whether capture was present. In addition, oversensing of the right atrial (ra) channel was noted. Ts stated that due to the lead lbb placement, sensing programming was limited. Further in clinic evaluation was recommended. Additional information was provided stating that the lv loss of capture (loc) was related to a suspected twiddlers syndrome. In addition, it was indicated that the physician tried to reposition the lead; however, it was stated that the lead helix retracted. As there was no lv capture and the patient did not experience adverse effects in result of this, it was decided to keep the device pacing only on the right ventricular (rv) lead. This left ventricular (lv) lead remains in service. No adverse patient effects were reported. Further information was provided clarifying that this left ventricular (lv) lead was not repositioned. The repositioning and helix retraction was related to a previous lv lead the patient had and it was explanted on a previous procedure. This lv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this left bundle branch (lbb) placed left ventricular (lv) lead was suspected to be non-functional due to possible loss of capture (loc). Technical services (ts) was consulted and upon review of the presenting electrogram (egm) not enough evidence was found to determine whether capture was present. In addition, oversensing of the right atrial (ra) channel was noted. Ts stated that due to the lead lbb placement, sensing programming was limited. Further in clinic evaluation was recommended. Additional information was provided stating that the lv loss of capture (loc) was related to a suspected twiddlers syndrome. In addition, it was indicated that the physician tried to reposition the lead; however, it was stated that the lead helix retracted. As there was no lv capture and the patient did not experience adverse effects in result of this, it was decided to keep the device pacing only on the right ventricular (rv) lead. This left ventricular (lv) lead remains in service. No adverse patient effects were reported.